Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was awakened by a low blood glucose level of 40 mg/dl. Customer treated with orange juice and her blood glucose came up to 102 mg/dl. Customer went back to sleep and this morning her blood glucose was at 120 mg/dl. Customer's blood glucose was 350 mg/dl when she went to eat breakfast. Customer took 22 carbs. Customer stated that it didn't show on the screen so she didn't calibrate the sensor. Customer stated that her blood glucose was anywhere from 350-370 mg/dl. Customer does not remember. Customer stated that she calibrates up to 9 to 10 times a day. Customer was advised to calibrate 3-4 times when stable. Customer was advised to remove the sensor and start a new one.